Event description:
It was further reported that during the initial implantation the right common femoral sheath was up-sized to an 8fr sheath. An 8fr jr4 coronary guiding catheter was advanced into the ostium of the right coronary artery (rca). An iq coronary guidewire was advanced into the distal aspect of the posterior descending artery (pda). A prowater coronary guidewire was advanced to the distal aspect of the second posterolateral lv branch. A taxus express2 2.5x16 mm drug eluting stent was advanced across the continuation of the rca stenosis and the balloon was inflated to 9 atms. Follow-up angio revealed a 20% stenosis of the ostium of the right pda. The iq guidewire was removed a a quantum maverick 2.5 x 12 mm balloon was used to post dilate the taxus stent to a maximum of 20 atms. Follow-up angio revealed an excellent result with timi-iii flow, 0% residual stenosis and no evidence of dissection. 4 days later the pt presented with recurrent chest pains and st segment elevation in inferior leads. His mb peaked to 214 with a ck total peak of 303. He received low molecular weight heparin and had begun eptifibatide prior to transfer from the hospital to the cath lab. Angio of the left coronary system revealed disease in the mid lad and dx, a patent stent in the cx, and an acute occlusion of the right coronary at the crux immediately prior to a stent which had been placed 4 days earlier. A 6fr al1 guiding catheter was used to cannulate the right coronary and 0.014 whisper wire was placed through the occlusion into the posterolateral branch of the right coronary. Radiologic thrombectomy was performed with an angiojet device with significant improvement in the appearance of the right coronary and restoration of timi-iii flow into the plv branch and into the pda. The angiojet was removed. A 0.014 prowater wire was placed into the pda and 90% thrombotic stenosis. Then the balloon was placed onto the whisper wire and high atmosphere inflations were performed in the body of the stent itself. There was further improvement in the luminal diameter of the plv branch and its site of intervention. An attempt to cross into the pda with a 3x16 mm taxus stent was unsuccessful and an additional inflation was performed with the quantum balloon. After, the stent crossed easiliy and was deployed at 14 atms for 30 seconds. Final arteriograms showed widely patent sites of intervention in the plv branch and in the pda, timi-iii flow and reduction of stenosis from 90% to 0%. The patient subsequently did well with immediate relief of his chest discomfort. The patient was discharged home in a stable clinical condition with atenolol, aspirin, plavix, lipitor and niaspan and usual post-mi counseling.

Event description:
It was reported by the patient that in early 2005 a taxus express2 drug eluting stent was implanted in his distal right coronary artery (rca). In evening three days later, the patient went to the hospital with a massive heart attack. The patient states the cardiologist told his spouse that the taxus stent failed. Another unknown type stent was implanted at the location of the taxus stent and another unknown type stent was implanted as well. The patient states that he has sustained 20% heart damage from the myocardial infarction. Boston scientific is attempting to obtain additional information from the patient's heart care providers.